Event description:
A nurse reported the surgeon was not able to change modes on a cataract system when pressing on the footswitch. Additional info has been requested but none has been received.

Manufacturer narrative:
A company representative examined the footswitch and found it to be working properly. The reported event could not be duplicated. There were no parts returned for evaluation. No additional info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months indicated two additional reports for this system both regarding the footswitch. The root cause cannot be determined conclusively. (B)(4).